Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014

Event description:
It was reported that during interrogation, the right atrial lead exhibited noise and inappropriate mode switch occurred. The lead was reprogrammed and the patient was stable throughout.